Event description:
It was reported in an article in vascular and endovascular surgery that the patient underwent mechanical thrombectomy with the subject retrieval device to treat cerebral artery occlusion. The patient had an asymptomatic intracerebral hemorrhage (ich) in the infarction area without clinical deterioration. The patient underwent the procedure between december 2009 and december 2012. The exact date of the procedure is unknown. No further details were provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in vascular and endovascular surgery that the patient underwent mechanical thrombectomy with the subject retrieval device to treat cerebral artery occlusion. The patient had an asymptomatic intracerebral hemorrhage (ich) in the infarction area without clinical deterioration. The patient underwent the procedure between december 2009 and december 2012. The exact date of the procedure is unknown. No further details were provided.

Manufacturer narrative:
Complaint source ¿ literature: erasmia broussalis et al. J vascular and endovascular surgery (austria) e-pub. 17 november 2013. The device is not avilable to the manufacturer.